Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products of the reported lot. Retention devices were tested with 25 miu/ml hcg urine cutoff standard. All results were hcg-positive at the read time and met the qc specification. False negative results were not observed during in-house investigation. A review of manufacturing batch records did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor representative reported the following events occurring for one patient: on (B)(6) 2016, a negative result was received on an unknown hcg urine test at the primary physician's office. On (B)(6) 2017, the patient tested at home with a positive home pregnancy test result. At 5:45 am, the patient's urine sample was tested using the icon hcg combo cassette with a negative result. A surgical procedure that was scheduled to be performed on the patient was delayed due to the false negative result. No information regarding the surgical procedure is available. On (B)(6) 2017, a serum sample was collected from the patient and tested using the icon hcg combo cassette with a positive result. On (B)(6) 2017, a qualitative hcg test was performed on the same serum sample and a result of 66 miu/ml was received. The patient's surgical procedure was successfully completed on (B)(6) 2017 and no harm to the patient was reported. The current status of the pregnancy is a viable pregnancy.